Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio-control replaced the power pcb assembly and one of the batteries as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event as they were attempting to charge defibrillation energy to deliver a shock, the device failed to complete its defibrillation charge cycle. The customer indicated that once this issue occurred, the device user was able to obtain a back up device and continue patient care. The patient was reportedly in a ventricular fibrillation (v-fib) rhythm and did require a defibrillation shock. The customer successfully continued patient care with the back up device and the patient survived the reported event with no adverse effects.